Event description:
The surgeon attempted to implant an aq2003v silicone lens but the lens became stuck in the cartridge prior to being inserted. There was no patient contact or injury. The sales representative indicated that it was unknown as to why the lens became stuck. An msi-tm injector and an aq cartridge were used but the lot numbers were not provided by the facility.